Event description:
It was reported that pump experienced malfunction alarm with displayed code that required reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on performing pump reset, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, which caller acknowledged and understood.